Event description:
It was reported that customer's insulin pump has several cracks. Customer dropped the device once. There is a large crack on the reservoir compartment and one on the reservoir window. There is another crack on the bottom left of the display screen. Customer's blood glucose is 3.6 mmol/l. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, cracked case at display window corner and a missing end cap sticker. No cracks noted on display window.